Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported intermittently the system failed to display an image and shut down without command. No report of pt injury.